Event description:
It was reported that during a novasure procedure on (B)(6) 2022, the customer stated that the sheath would not retract and cover the array and they were able to remove it from the patient and complete the procedure. No harm or injury reported. Later during the product investigation on (B)(6) 2022 it was determined that the sheath was crumpled. No other information is available.

Manufacturer narrative:
Device was received and examined visual inspection was conducted, array was damaged and unable to be retracted, and external sheath was crumped. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.